Event description:
Customer reported that their qc results on their acl top cts instrument with hemosil synthasil aptt reagent dropped low between 9:00 am and 12:00 pm (see results below). Per their lab procedure, customer reran all aptt specimens between last good qc run at 9:00 am and the qc run at 12:00 pm. A total of 30 patient specimens were rerun, of which 11 had to be corrected because they went from normal to abnormal. The remaining specimens stayed within normal range even though the results may have increased slightly. The issue was not resolved until fresh hemosil synthasil aptt reagent was prepared. Qc results in seconds: see scanned page. There was no reported adverse event.

Manufacturer narrative:
This complaint is currently under investigation. A follow-up report will be filed once a conclusion is determined from this investigation.